Manufacturer narrative:
Failed battery test alarmed during boot up due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to failed battery test alarm. P-cap/reservoir locked properly in place. Pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the bottom. The customer stated that the insulin pump was dropped or bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis